Event description:
It was reported that the customer's blood glucose was over 600 mg/dl and her infusion set was leaking at the insertion site. The customer stated her blood glucose came back down and she did not believe the high blood glucose was due to the insulin pump. At the time of reporting the issue, the customer's blood glucose was 248 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.